Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID :39565-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported, concerning a patient implanted for spinal pain, that the patient experienced numbness in the legs about 45 minutes following implant. The patient was noted to have other comorbidities that may have led or contributed to the issue. No diagnostics/troubleshooting was performed and the patient was immediately explanted. It was unknown if the issue was resolved. The patient was alive with no injury and the surgeon reported no hematoma. Additional information received from the rep in response to follow-up reported that the numbness resolved after the explant. The surgeon reported no abnormalities during the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.